Manufacturer narrative:
This review of the logs raised 2 inquiries: 1) why the sensor expired alert occurred after manually requesting to stop the sensor session. Changes to the pump software has prevented this alert from occurring after a manual request to stop the sensor session in software versions after 7.7. 2) why a sensor session was never successfully started. It is not possible to determine from the pump logs alone why this occurs. Additional information was requested from dexcom, however, dexcom informed tandem that no additional information about the transmitter or sensor was available. Tkt-173 provides additional details on this investigation. Because both potential inquiries noted are related to the pump¿s cgm system, neither prevented the device from functioning as designed. The pump is designed to deliver insulin without a sensor or cgm. In this case, the pump continued to function as intended ¿ it continued to deliver insulin according to the user¿s personal profile rate for more than 24 hours after cgm information stopped being transmitted to the pump and did so until the device ran out of insulin. This open loop behavior is similar to a period between june 13 11:21 pm and june 14 1:09 am when the pump continued to deliver insulin as commanded despite receiving no cgm readings. Cause of death is undetermined.

Event description:
It was reported that the customer passed away on (B)(6) 2023. Per the contact, the customer experienced diabetic ketoacidosis prior to death. Reportedly, the customer ran out of insulin, and did not have backup insulin therapy. A device evaluation was completed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. An additional review of pump data will be performed and the results will be submitted in a supplemental report.